Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-9004-35, serial #: (B)(4), description: precision connector m1,35cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection and an early sign of erosion which was due to the patient's body rejecting the ipg. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.